Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a bleeding skin irritation under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. Patient reports that they were in a rehab facility. There is no indication that the lifevest caused or contributed to the facility placement. The patient's physician prescribed an oral antibiotic, but the patient was not sure why they were given this medication. The patient could not confirm if they had an infection. Follow up indicated that the skin irritation improved.